Event description:
A user facility reported to olympus about an unspecified event involving the evis exera ii ultrasound gastrovideoscope. During a standard service inspection of the customer returned device, probe unit damage and gap of adhesive on the distal end cover were noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, probe unit damage and gap of adhesive on the distal end cover were noted. In addition, bending section cover cementing defect and angulation wire failure were observed. The probable of the malfunction is due to wear and tear damage caused with increasing use and time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged probe unit and gap of adhesive on the distal end cover likely occurred from user handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.3 inspection of the endoscope: inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. Inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. Inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.